Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported by the bwi representative that the dilator of the vizigo¿ sheath would not advance past the hemostatic valve of the vizigo¿ sheath. The dilator was inserted through the hemostatic valve and then could not advance due to resistance. There was no physical damage that could be identified on the hemostatic valve. The hemostasis valve (gasket) appeared to have dislodged inside the hub but could not be confirmed. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. The sheath was not used on the patient. They exchanged the vizigo¿ sheath, and the issue was resolved. The case continued without any further incident. No adverse patient consequence was reported. The resistance with sheath issue is not MDR reportable. The hemostatic valve separation issue is MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 12-nov-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported by the bwi representative that the dilator of the vizigo¿ sheath would not advance past the hemostatic valve of the vizigo¿ sheath. The dilator was inserted through the hemostatic valve and then could not advance due to resistance. There was no physical damage that could be identified on the hemostatic valve. The hemostasis valve (gasket) appeared to have dislodged inside the hub but could not be confirmed. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. The sheath was not used on the patient. They exchanged the vizigo¿ sheath, and the issue was resolved. The case continued without any further incident. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodged is related to the resistance reported by the customer. A device history record (DHR) evaluation was performed for the finished device 50000183 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).